Event description:
A surgeon reports the haptic stuck to the optic following insertion of the intraocular lens (iol). The capsule tore as the surgeon tried to release the haptic from the optic and a vitrectomy was required. No other complications have been reported.